Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference 3005334168-2015-00056, 3005188751-2015-00051. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. An inquiry ep catheter was placed in the coronary sinus and a reflexion spiral ep catheter was placed in the left atrium. A tacticath quartz ablation catheter was used to perform the ablation procedure. A few hours following the procedure, the patient became hypotensive and pale and complained of vertigo and chest pain. An ultrasound revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.